Event description:
It was reported that during a flexible bronchoscopy and endobronchial ultrasound procedure using a vizishot 2 flex, once the needle was aspirated, and was placing the sample, the doctors noticed that the laser cut hypotube/ptfe sheath has been expelled from the 19g needle. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.